Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Based on the data from the investigation we are unable to determine the root cause of the reported incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: it was reported that there are some concern about excessive air in the lines after puncturing the rubber stopper. The end user explained that once spiked with tubing and placed on the pump, they are getting recurrent "check set" alarms. Also, they are noticing more air in the tubing, which is happening throughout the infusion of the bottle (not just after freshly spiking)". No injury reported.